Manufacturer narrative:
Date of event estimated. Exact date of explant unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-02197 & 1627487-2020-02195. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's entire system was explanted on an unknown date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned determined for analysis. Based on the information received, the cause of the reported incident could not be conclusively.